Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. Tandem customer technical support (cts) had the customer perform a system check and the occlusion appeared to possibly be within the cartridge. After the system check, during the fill tubing step, the customer did not see insulin exiting from the infusion set tubing. Cts assisted the customer with the load process and insulin delivery was resumed.